Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the lead helix would not extend. The lead exhibited high impedance and high thresholds.